Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that as the nurse was inserting the stylet (before inserting the catheter over the guidewire), it was observed that there was a tear at the tip of the catheter. The nurse had been prepping the patient for a biliary drain procedure. A new tube was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample returned was one 12 f locking pigtail navarre catheter with flexible cannula installed and a photograph of the tip of a locking pigtail navarre catheter which is consistent with the returned physical sample. The metal cannula was also returned. Detailed examination of the failure and verification of the component lengths was performed. The investigation is confirmed for (b(4) - subq leak/break/split w/o embo as the tip was found to be fractured. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that as the nurse was inserting the stylet (before inserting the catheter over the guidewire), it was observed that there was a tear at the tip of the catheter. The nurse had been prepping the patient for a biliary drain procedure. A new tube was used to complete the procedure. There was no reported patient injury.